Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the unit did not display pump flow on screen and the initial carbon dioxide (co2) measurement had been wildly deranged, requiring in-vivo calibration. The device was not changed out. The surgical procedure was completed successfully and there were no delays, no blood loss, or no adverse consequences to the pt.